Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system experienced an infection. Subsequently, the patient underwent a revision procedure, this right ventricular (rv) lead was surgically abandoned, and the rest of the crt-d system was explanted. Other than the revision surgery, no additional adverse patient events were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device lead's portion and case noted no anomalies. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system experienced an infection. Subsequently, the patient underwent a revision procedure, this right ventricular (rv) lead was surgically abandoned, and the rest of the crt-d system was explanted. Other than the revision surgery, no additional adverse patient events were reported. The explanted portion of this lead has been received for analysis.